Event description:
The husband of the patient stated that sometimes the patient's infusion site is pulled out during the night and some of the cannulas are bent. No physiological effects were reported. The husband was advised to use a "saftey loop" in the infusion tubing to prevent the site from becoming dislodged. The patient did not require asistance from the healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.